Event description:
The customer reported that during a patient event, their device was exhibiting multiple power cycles when attempting to print the patient¿s ECG/vitals or the code summary report. No further details regarding the patient event have been provided to physio-control. There were no adverse effects reported to have occurred to the patient during this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio-control replaced the battery pins in the device as a precaution. Physio-control also performed unrelated repairs on the device. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the device powered off by itself multiple times. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an additional evaluation of the device and was able to duplicate the reported power issue with further testing. The reported issue was only verified when the battery in well number 1 was purposely not fully engaged with the battery connector pins. There is a possibility that this occurred during the reported issue but this could not be confirmed. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.